Event description:
An international distributor reported that a customer's AED would not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 12/30/2008 and placed into service on 03/12/2009 with battery pack serial number (B)(6) . Analysis of the log files from the AED were unable to identify the root cause of the unit not speaking; however, based on the fact that this AED is well beyond its 10-year design life, and the observation of a service code during the review, the distributor was advised to take the AED out of service.